Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve side piercing / leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve side piercing through a corrective and preventive action (CAPA#1800001).

Event description:
It was reported during use the bd vacutainer® flashback blood collection needle had poor sleeve function. The following information was provided by the initial reporter translated from chinese to english: "when the customer was collecting blood, the rubber sleeve of the straight needle's tail did not rebound properly, causing serious blood leakage. In addition to similar incidents in the last two weeks, a total of 18 cases have occurred so far. This time one occurred during the first yellow tube collection. Occurred when the second tube was collected."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9330627, medical device expiration date: 2021-11-30, device manufacture date: 2020-01-09. Medical device lot #: 9352884, medical device expiration date: 2021-12-31, device manufacture date: 2020-01-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® flashback blood collection needle had poor sleeve function. The following information was provided by the initial reporter translated from (B)(6) to english: "when the customer was collecting blood, the rubber sleeve of the straight needle's tail did not rebound properly, causing serious blood leakage. In addition to similar incidents in the last two weeks, a total of 18 cases have occurred so far. This time one occurred during the first yellow tube collection. Occurred when the second tube was collected."